Event description:
Occasional beep heard. Switched out batteries, clips, pm cable and controller. Alarming got more frequent requiring hospitalization. Company tried to repair driveline but pump exchange was required. Driveline broke at strain relief close to pump.